Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported last night they began having problems with the controller; pt said last night they went to turn on the controller to do an adjustment, but the controller wouldn't light up or do anything they recalled the controller was at 60% charge earlier that day and thought the controller shouldn't have died. Pt plugged controller in to charge overnight and when they checked again this morning, the controller was at 100%. Pt then tried to charge their implant this morning, and the controller showed 'replace batteries in controller soon' about 5 seconds after connecting and wouldn't let them continue charging. Pt tried removing and reinserting the li battery, but the issue persisted. Pt tried 'fighting the controller' for 20 minutes before calling patient services. Pt denied heating of recharger. Agent had pt inspect controller port, battery compartment, li battery, and recharger plug; pt said the connector pins of controller port's appeared dirty and as if one of the pins may be missing. Pt blew compressed air into controller port to clean connections, then tried to start a recharge session, but was unable to get connected. The screen stayed on looking for device, then checking recharge quality for a long time, and eventually "went to zero" and asked pt to reconnect. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97745 controller (B)(6) showed that there were corroded pins in the main board, the lcd was scratched, and the snap dome on the main board all needed to be replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.